Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient developed a rash under the rear therapy electrodes. Rash was described as itchy, redness, weeping, and painful. Patient has a pre-existing condition, neurodermatitis, on legs, arms, and hands. There was no alleged device malfunction contributing to the irritation. Patient removed the lifevest while at doctor appointment. It is unclear is the doctor advised patient to remove the lifevest. Outcome of the skin irritation is unknown.